Event description:
It was reported that sparks were observed coming from the adj pin collet 2.0-3.2 mm. The account was unable to provide further detail regarding the event. There were no reported patient or user injuries and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that sparks were observed coming from the adj pin collet 2.0-3.2 mm. The account was unable to provide further detail regarding the event. There were no reported patient or user injuries and no adverse consequences.

Manufacturer narrative:
The reported sparking of the device was confirmed by a manufacturer repair technician through functional evaluation. The presence of fluid inside a device can be caused by improper or non-recommended cleaning procedures. Upon disassembly it was found that a bearing at the nose of the attachment had shattered, which can contribute to the reported event. The attachment is not a repairable device and will therefore not be returned to the user facility.